Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump was included in field correction, and technical support completed required form on customer¿s behalf, provided pump reset instructions, and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.